Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 90% stenosed, mildly tortuous, and mildly calcified lesion /other devices and/or inadvertent mishandling resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the mid left coronary artery. An ht bmw universal ii guide wire was used during balloon dilatation. The guide wire remained in the artery for 1 hour and 13 minutes during stent implant preparation due to the special requirements from the patient's family. During this time, the tip of the guide wire separated and remained in the patient's anatomy. An attempt was made to snare the separated tip, but was unsuccessful. The patient was sent to beijing anzhen hospital for coronary artery bypass surgery to retrieve the separated tip. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, the report states the incident occurred in the right coronary artery, not the left coronary artery as reported. The event procedural films and date otherwise correlate with the incident report. It appears that the tip of the guidewire was separated. The images provided seem to show that there was an attempt to retrieve the separated guidewire and that the separated guidewire remained in the body. The cause of the event could not be determined based on the information provided.

Event description:
Subsequent to the initially filed report, cine review noted that the artery being treated was the right coronary artery. No additional information was provided.